Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. Customer's blood glucose was treated with a bolus. The customer stated they checked their insulin pump and the screen was blank. Customer stated their battery was drained although it was replaced a day before. Troubleshooting found the battery did not last for more than one week on the insulin pump. Customer will be shipped a replacement battery cap. Advised the customer to revert to a back-up plan if needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.